Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was fully deployed at an implant depth of 2 millimeters (mm) from the non-coronary cusp (ncc) and 6 mm from the left coronary cusp (lcc). After valve release from the delivery catheter system (dcs), atrio-ventricular (av) block of an unspecified degree occurred. The patient then left the operating room with the temporary pacemaker left in place.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (0012997826); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b2, b5, h6. Corrected: h8. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was fully deployed at an implant depth of 2 millimeters (mm) from the non-coronary cusp (ncc) and 6 mm from the left coronary cusp (lcc). After valve release from the delivery catheter system (dcs), atrio-ventricular (av) block of an unspecified degree occurred. The patient then left the operating room with the temporary pacemaker left in place. Additional information was received that complete heart block (chb) occurred and a permanent pacemaker was implanted.